Event description:
It was reported that this pacemaker's system was explanted due to an unknown reason. No further adverse patient effects were reported.

Event description:
It was reported that this pacemaker's system was explanted due to an unknown reason. No further adverse patient effects were reported. Additional information was received detailing that this system was not explanted and remains in service.

Manufacturer narrative:
Amendment. Additional information was received detailing that this system was not explanted and remains in service. There are no issues with this system. This record no longer meets reportable criteria.